Event description:
Related manufacturer reference numbers: 2017865-2023-50052. It was reported that the patient presented in clinic for generator changeout procedure. During procedure, it was found that the pacemaker setscrew cannot be loosened. The chronic right ventricular (rv) lead was cut and capped, so that the pacemaker could be explanted and replaced. The replacement rv lead exhibited low out-of-range pacing impedance after placement, so the replacement rv lead was not implanted and an alternate near at hand was implanted instead on (B)(6) 2023. The pacemaker was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of low pacing lead impedance was confirmed. A full lead was returned in one piece for analysis. X-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage. The lead failed the electrical testing due to over torqued inner coil at the connector region. The cause of the reported event of low pacing lead impedance was isolated to the over torqued inner coil at the connector region which is consistent with procedural damage. No other anomalies were found.